Manufacturer narrative:
Initial reporter address - (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was unrestricted fluid flow through a peritoneal dialysis (pd) transfer set with the twist clamp in closed position. The leak was further described as, ¿leak problem from female luer even the clamp is closed¿. This occurred during use of the device for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the sample was received for evaluation with a cap attached to the female connector. A visual inspection was performed with naked eye and no issues were noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.